Event description:
A report was received that the patient had developed a cerebrospinal fluid leakage due to the leads being intrathecal. Symptom includes fluid buildup at the midline and pocket incisions site. The patient was given a blood patch and underwent an explant procedure. The patient was reportedly recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model #: sc-3400-30. Serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 15725568, description: next generation anchor kit-sterile, the explanted devices were not returned to bsn as they were discarded by the medical facility.